Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 95 mg/dl and 22 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 95 mg/dl and 22 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Visual inspection was performed on returned meter and returned strips. No issues were observed. Meter powered on with button depression and strip insertion. The complaint was not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Dhrs (device history review) for the freestyle strips and the dhrs showed that freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips, and all units performed in specification and passed. All pertinent information available to abbott diabetes care has been submitted.